Event description:
It was reported that during the implant procedure, there was no capture on the rv lead. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; it was noted the lead was returned with the helix fully retracted, dried blood and tissue on it; full lead analyzed.